Event description:
It was reported that oversensing and pacing impedance variation were observed on the right ventricular (rv) lead. The suspected cause of the event was due to externalized conductors, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported that oversensing and impedance variation were observed on the right ventricular (rv) lead. The suspected cause of the event was due to externalized conductors, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.